Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had absence of beeps. Customer's blood glucose value was unknown. Customer stated that the settings were correct, alert type was beep high but no beeps by sensor alarms. Advise customer to revert to their backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device passed tone check and vibrate check. No audio/beep anomaly or vibrate anomaly noted. Device communicated properly with the glucose sensor simulator and the minilink transmitter. Device properly alarmed meter blood glucose now with audio alert. No pump/sensor communication anomaly or calibration anomaly noted. No audio/vibrate/absence of alarm anomalies noted during testing. Device had minor scratched display window and a cracked reservoir tube lip. (B)(4).